Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: pump drive unit failure.

Event description:
Major pump unit(s) involved: drive unit failure; hm ii had rpm levels drop 1500, with noise generated from pump. Specific component(s) involved: pump drive unit malfunction; explanted unit has clot on gross examination along with inflow and out flow grafts; causative or contributing factor: no specific contributing cause identified. Type: lvad.